Event description:
It was reported that the patient experienced bradycardia and was admitted to the hospital. It was also reported that the leadless im plantable pulse generator (ipg) r waves were decreasing since implant. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.